Event description:
It was reported that high lead impedance (7/limit/high/no) was received at a f/u appointment with the treating neurologist. The last known good diagnostics were from (B)(6) 2009 and were within normal limits (no specifics) and dc dc 2. Moreover, the pt is reported to be mrdd and recently started to have an increase in seizures. Good faith attempts to obtain additional info from the treating neurologist have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.